Event description:
A customer contacted beckman coulter inc. (Bec) and reported that 3-4 erroneously low plasma glucose modular (glum) results were generated by the unicel dxc 600i synchron access clinical system. The customer provided results for only one of the four patient results. Reruns of these samples on another instrument yielded higher glucose results. The ion-selective electrode (ise) results for these patients were questioned as well; however, the ise results before and after were within established precision claims. No results were reported out of the laboratory. There are no reports of any adverse patient events or changes to the patients' care or treatment. A beckman coulter field service engineer was dispatched to the site to evaluate the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and inspected the system. The fse found the manifold fluidic lines were incorrectly connected causing dilute wash solution to flow to the modular chemistry sample probe internally, which in turn applied a voltage to the probe causing modular chemistry side chemistry problems. The fse corrected the fluidic connections. It is unknown how or when these fluid lines were incorrectly connected. This manifold is not accessible by the customer.